Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose of 373 mg/dl after under-announcing a large meal, as the user ate more pizza than usual and provided less than the needed meal announcements; the pump began delivering automated correction doses and the user received education on meal announcement sizing. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included continued pump use with expected correction dosing without hospitalization. Customer care provided support that included customer education and troubleshooting regarding correct meal announcement practices for larger carbohydrate intake. Investigation of this case revealed user-related underestimation of carbohydrate intake leading to insufficient meal announcements, with device function consistent with design as it initiated correction doses. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement practices, not a device malfunction.